Event description:
It was reported the system would not x-ray. This could cause the system to become unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The left monitor needs to be replaced. The reported issue is currently under investigation.